Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion code failure observed during analysis. The device was returned in backup vvi due to a power on reset that occurred during hv charging. The device was tested on the bench, and the output circuitry was noted to be damaged. The cause of the damage was believed to be a lead anomaly. Reliability laboratory technician reliability laboratory technician st. Jude medical crmd reliability laboratory.